Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump was unable to complete the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the caller confirmed that after the rewind and priming processes are complete the device returns to the prime screen. The insulin pump will be returned for analysis and a replacement device will be sent to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime fill anomaly noted. The insulin pump had cracked case at the display window corner.